Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient electively removed their implantable cardioverter defibrillator under advisory. There were no observed issues with the device. The patient was stable.